Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bleeding issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On the day the sensor was inserted, the patient thought everything was okay since she was not feeling any pain or anything but after 2 hours upon insertion, her friend noticed that her arm was bleeding. The patient removed the sensor and cleaned the area with soap and water and applied bandages but it was still bleeding. The patient went to bed the night of (B)(6) 2025 but when she woke up (B)(6) 2025, she noticed blood stains on her pillow and gown. The patient went to the emergency room at 11:00 am on (B)(6) 2025. They applied anesthesia injection and had the sensor insertion site stitched once for it to stop bleeding. The patient was discharged same day around 12:00 noon. At the time of the report was fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional event or patient information is available.